Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and reservoir filled with diluent, connected to a new infusion set. Installed reservoir and reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had leak past the second o-ring. The customer's blood glucose was 203 mg/dl at the time of incident. The reservoir will be returned for analysis.